Event description:
It was reported that blood was backing up in the lines. Additional clarification from the nurse indicated that the problem seemed to start with being unable to draw from the line and then eventually the lines "lost the waveforms" or they became flat or the cvp read 60-90mmhg with a poor tracing and then blood would start backing up. The line was initially placed in the cardiac cath lab. The problem was resolved with inserting another catheter in a new site the hospital uses care fusion max plus valves and smiths medical stopcocks on the vip ports of the swans and use the edwards stopcocks that come with the pressure set on the monitoring lines. The lines were removed and no patient injury occurred.

Manufacturer narrative:
One swan-ganz catheter with attached contamination shield, non-edwards introducer and monoject 1.5cc limited volume syringe were returned for evaluation. The pressure monitoring set was not returned with the catheter. The proximal end of the contamination shield was approximately 72cm from the tip. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. Upon removal of the contamination shield, 2 indentations were observed approximately 71cm and 68cm from the tip. No visible damage was observed on the returned monoject 1.5cc limited volume syringe. Review of photos submitted by the customer shows blood backing up into the line; however, the cause is not evident and may be related to the set-up of the system. Leak testing was done on the edwards stopcock and returned non-edwards stopcock and no leakage was observed. All through lumens were tested for patency and leakage as follows: a 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip, the entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. The complaint could not be confirmed during the evaluation. No defects or damages were identified on the returned products. It could not be determined if the system was set-up in a manner that may have contributed to the complaint reported. Lot or serial number was not provided, therefore review of the manufacturing records could not be completed. No actions will be taken at this time.